Manufacturer narrative:
Post-op x-rays for l4 corpectomy/ t11-sacrum fusion for l4 burst fracture show set screw at sacrum or s1 screw backed off of tulip. Hardware failure is at early post-op point when fusion is not expected to have occurred. Possible causes include failure to final tightening, cross threading screw or continued bio mechanical instability at the instrument level. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is distributed as a pack of four set screws with part# 5540030. This part is not approved for use in the us, however a like device with part# 5540030, upn (B)(4), 510k# k113174 is approved for sale in the us. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior fusion at t11/sai and corpectomy from anterior of l4 due to burst at l4. Post-operatively, set screw backed out, fracture occurred and as a result pain was observed. It is unknown whether fracture occurred due to backing out of set screw, or the set screw came off due to the fracture. Since there was a buttock pain at present, a revision surgery was scheduled.